Manufacturer narrative:
(B)(4) - device failure. The investigation is in progress.

Event description:
The physician placed the navalign cook celect jugular vena cava filter through jugular access as routine. When the filter was to be released, the test that attached to the vena cava wall failed to open. The filter ended up being heavily tilted and irretrievable. A tulip filter was placed above it to complete the procedure. A foreign object did not remain inside the pt body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.